Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts along with general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on the angle side of the mayfield modified skull clamp (a1059) was defective. It is unknown if device was in contact with a patient; however, no patient injury or delay in surgery was reported.